Event description:
The subject device was placed bilaterally. Post-operatively, it was discovered that the device was not distracting properly and that the activation device was attached to the distractor. The distractor was not explanted and functioned properly with the new activation device.